Event description:
It was reported the pt felt stimulation in the wrong location. The stimulation was not as high in the upper leg as it used to be. The pt also experienced periodic irritation at the pocket site. There was no known incident related to the onset of symptoms. The pt remained at home in good condition. Additional info received indicated the pt saw their physician. The pt's symptoms included pre-existing pain (low back pain). X-rays were done (results unk). The device was reprogrammed. The ins and lead were later explanted (date unk). The pt outcome was reported as "no injury."